Event description:
An endurant ii stent graft system was selected for the endovascular treatment of an abdominal aortic aneurysm. The vessel tortuosity was non-tortuous. The vessels were severely calcified. The right common iliac artery measured 13-16 mm in diameter. The left common iliac artery measured 14-15 mm in diameter. The right and left femoral arteries measured 12 mm in diameter. It was reported that when the physician tried to deploy the rest of the bifurcates contralateral limb, the limb only deployed approximately 3mm (10-20 percent deployed). There were no issues with the graft cover. There was no removal difficulty or kinks noted when the delivery system was removed from the patient. There were no issues during deployment of the suprarenal stents or aortic body. The physician completed the case with an additional endurant aui inside the endurant bifurcate as a bailout method and brought the aui inside the ipsilateral limb to complete the case there was no damge observed on the packaging/carton. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Film review analysis: reviewed a single still image and short (3 second) video during an angio injection at implant. No scale was visible on the films therefore precise measurements could not be obtained. The film showed that the bifurcate ipsi limb and gate had been deployed; the contra limb had not been implanted. The proximal neck was mildly angulated approximately 30deg (right-left) to the ipsi lateral limb and 60deg to the contra gate. A contrast injection was performed within the aortic body just above the level of the bifurcate flow divider. Angio showed contrast going through both the ipsi limb, and into the contra gate and aneurysm sac. The flow divider was near the level of the top of the aneurysm, and approximately 2cm¿s of the gate had been deployed into the aaa sac. Near the flow divider, the origin of the gate appeared to have been compressed down and unable to fully expand. The cause of this incomplete gate deployment could not be determined from this single angio image. Films pre-implant or additional angio images during implant were not available for return; therefore the anatomy of the proximal neck and aneurysm morphology could not be fully assessed from this single 2d image. It was reported that the vessels were severely calcified; therefore, it is possible that the gate may have been ¿jailed¿ and unable to fully expand due to proximal neck and aneurysm anatomical issues, or possibly from calcification which may also have been present in the distal section of the proximal neck where the gate was deployed.

Manufacturer narrative:
(B)(4). After deployment of the bifurcate the physician attempted to cannulate the contralateral gate however, was unsuccessful as the contralateral gate did not fully open. After an hour and a half of trying to cannulate the gate, the physician decided to convert the patient to an aui; the aui was brought up inside the ipsilateral limb to complete the case.